Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that (B)(6), respiratory care manager, contacted masimo regarding a near sentinel event. The trend data download from the event through safety net was requested. The incident occurred on monday, (B)(6), between 5-6pm est. The incident occurred in rm. 114. The oximeter started to alarm. It alarmed to the first therapist and she had the pager on vibrate and away from her. It then alarmed to the next level, and they responded to the alarm and discovered the trach tube had been disconnected from the patient. The patient had no pulse, but was revived. The patient is in critical condition. (B)(6) would like to report on how long it took from the alarm sounding until the therapists responded to the patient. The rad-87 and safety net worked properly in this incident.